Event description:
It was observed during the device inspection, that the gi scope had an issue where the water could not be supplied due to a blockage in the auxiliary channel. There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found water cannot be supplied due to a blockage in the auxiliary channel. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.